Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that display screen went blank during bolus delivery. Customer would continue to get a low battery alarm with each battery change. Customer's blood glucose was 499 mg/dl due to kemo. During troubleshooting, customer reported that battery compartment was not damaged. Insulin pump passed self-test, but continued to receive low battery alarm. Customer cleaned contact.